Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the obtuse marginal using balloon angioplasty only. The 1.5 x 8 mm mini trek balloon catheter was being advanced over the proximal end of the guide wire when the proximal shaft of the balloon catheter separated in two pieces. There was no resistance felt during advancement of the balloon catheter on the guide wire. Another same size mini trek balloon was able to be used without issue, followed by multiple other balloons to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.